Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed. While attempting to place the left ventricular (lv) lead the patient developed hypotension while cannulating the side branch of the coronary sinus and it was discovered that the lv lead delivery catheter had perforated/dissected the coronary sinus. A small circumferential pericardial effusion was noted on an echocardiogram. It was noted that the pericardial effusion was secondary to coronary sinus perforation. The implant attempt was abandoned and the lv lead and delivery catheter were removed. The rv lead remained implanted and capped to be utilized at a later date. The patient is enrolled in the attain stability quad clinical study. It was noted the physician felt the rv lead may have had only a casual relationship to the pericardial effusion. But, as it was the only lead that was fully implanted they can not say it is completely unrelated. No further patient complications have been reported as a result of this event.